Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose was 757mg/dl. It was stated that the customer was treated with fluids, blood, magnesium, and potassium. The customer experienced nausea, vomiting, diarrhea, dizziness, and excessive thirst. The caller mentioned that the time and date were correct. The high pressure test was performed and failed. Further troubleshooting could not be performed as customer did not feel well to continue testing. No further information was provided.